Event description:
During the transfemoral tavr procedure, the first 26mm sapien valve embolized into the ventricle and had to be explanted. Case summary: the first 26mm sapien valve was deployed in a 50:50 position. After the delivery system and wire were removed, a final root shot showed the valve was turned on a 90 degree angle. The patient remained relatively stable. Despite multiple attempts to rewire the valve, the valve embolized into the left ventricle. The patient was converted to open cardiac surgery and was placed on bypass. The embolized valve was then able to be visualized and extracted manually. A second 26mm sapien valve was then advanced via transaortic approach and placed in a 50:50 position; however, during deployment the valve shifted and was deployed in an 80:20 aortic position. The physicians felt the valve had been placed too aortic but after confirming the valve was not obstructing the ostium to the left main and the ostium to the right coronary artery, made the decision to remove the delivery system. A repeat echocardiogram (tee) showed that all three leaflets were functioning. The patient remained stable and the bilateral femoral surgical cuts down sites were surgically closed. A pacemaker wire remained in patient. The patient was slowly being weaned off cardiac bypass when she developed ventricular tachycardia. The patient was defibrillated and cardiac massage was initiated. Changes in the EKG were indicative of air being in the ventricle and coronary arteries. Cardiac bypass was increased for support. A repeat echocardiogram (tee) showed one leaflet of the sapien valve was non-functioning. Since femoral access had been surgically repaired, the patient was prepped for a valve in valve via the tao approach. The patient had multiple episodes of v-fib and v-tachycardia with multiple shocks administered. A second 26mm sapien valve was deployed in a more ventricular position, but in an anatomic 50:50 position to the native annulus. The physicians were happy with the final results. As the patient was being weaned off bypass, air was noted in the left ventricle and pulmonary artery. The physician administered cardiac and pulmonary massage. An iabp was inserted in the left common femoral artery and the pacemaker remained. The sternotomy was surgically closed. Throughout the procedure the patient was transfused four units of packed red blood cells, two units of platelets and two units ffp. The surgical incision was closed and the patient remained hemodynamically supported. The chest tubes were sutured in place and the patient was transferred to the ICU. At last report, the patient was in the ICU on inotrope support, intubated and sedated. This report pertains to the first deployed and explanted valve. Per report, the aortic valve was mildly calcified, the aortic root had no calcification, the ejection fraction was 29%, the sinsus of valsalva (sov) measured 25mm, the sinotubular junction (stj) measured 22mm, the patient had no ventricular septal hypertrophy and no mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was not held and there was no loss of pacing capture during valve deployment. The embolization was attributed to there not being enough calcification to hold the valve.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve embolization was attributed to the patient¿s mild calcification which was not sufficient to anchor the valve in place. Procedural imaging was not available for review. The edwards sapien transcatheter heart valve is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.